Manufacturer narrative:
Product complaint # pc-(B)(4) additional information: h6 component code: g07002 - device not yet evaluated additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number=>unk - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>we regularly contact with sales rep about the device returning. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a suture was used. When package was opened the sterilization package, there had been the orange suture in it. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/8/2024. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Twelve sutures inside its packaging that pertained to product code a185h were received. This product code is multi-strand and requires twelve stand non-needle. To order evaluate to the conditions of the returned sample, the sutures were dispensed. The sutures were examined and a strand contained an interlacement (knot with an orange strand). In the remains of the strands, no anomalies or issues related to knot sutures were observed during the evaluation. Based on the information currently available, knotted sutures were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.